Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly choked [choking sensation]. Thought one of my fillings had fallen out...it was the little bit of metal from inside the head - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that while brushing her teeth the little bit of metal from inside the oral-b toothbrush head fell out causing her to nearly choke. No serious injury was reported.